Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the pump delivered a bolus without user input. Blood glucose was in the 50's (mg/dl), and was treated by consuming juice. Tandem technical support educated the customer regarding the bolus features of the pump and in order for a bolus to be delivered, the bolus needs to be confirmed by the user. The customer maintained belief that the bolus had delivered on its own. Although requested, the customer declined to upload the pump data logs. At the time of the reported, the customer reported that the pump was functioning as intended.